Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Event description:
Reportedly the device was working fine and then hearing performance was affected abruptly on (B)(6) 2017. Reportedly the cause of the event is unknown. No injury or degradation of health was reported. It is unknown if an accident or trauma occurred. The recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Re-implantation took place on (B)(6) 2018. Reportedly the device was working fine and hearing performance was affected on (B)(6) 2017. The cause of the event is unknown. No injury or degradation of health was reported. The occurrence of an accident or trauma is unknown. The recipient was re-implanted with a mi1000 concerto pin +standard electrode.